Event description:
Falsely elevated insulin-like growth factor (igf-1) results were obtained on patient samples with kit lots 481, 482, and 483 on an immulite 2000 instrument. The results were reported to the physician(s), who questioned the results because they did not match the clinical picture of the patients. There were no reports of patient intervention or adverse health consequences due to the discordant igf-1 results.

Manufacturer narrative:
The initial MDR 2432235-2012-00395 was filed on (B)(4) 2012. 11/28/2012: additional information: the corrections and removal report (crr) was filed with the FDA on (B)(6) 2012. The crr number is 2432235-11/28/2012-007-c.

Manufacturer narrative:
The cause of the falsely elevated igf-1 results is unknown. An urgent field safety notice (ufsn), ufsn 4005 - "immulite / immulite 1000 / immulite 2000 / immulite 2000 xpi all immulite platforms for igf-I shift in patient medians and supply disruption" was sent to customers in november 2012. Siemens is investigating this issue.